Event description:
Chemistry dept experiencing stoppers creeping out after restoppering tubes. Technologist picks up a tube by the stopper and was splashed in the eye when a tube suddenly fell. Serum was found to be non-infectious upon testing.